Event description:
Information was received that the patient & #39; s generator and lead were replaced. The patient & #39; s replacement surgery facility is a no return site therefore the patient & #39; s explanted products have not been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that the physician checked the patient's device and found that there was high impedance after performing a system diagnostics test. Output status also showed limit. No known surgery has been reported to have occurred to date. No additional relevant information has been received to date.